Event description:
It was reported that the device has the old sofware version 1.8. The device is noisy and has a worn irrigation and suction motor after 990 hours of use. Furthermore the front housing is cracked. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. The device was not received for evaluation, and no photos of the failure were provided. Per the event description, the most likely cause(s) of the reported failures: a cause of the noisy can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017. Cracked: misuse by the end user. Poor irrigation and suction: can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2017.